Event description:
During product testing, four heartstring seals cracked during loading the seals into the delivery tube. There was no pt involvement as the devices were tested in a non-clinical setting. This report is being submitted because the failure mode "seal cracking" is a reportable malfunction.